Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a loss of capture was observed on the left ventricular (lv) lead due to dislodgement. The issue was resolved by inactivating the lv lead and programming right ventricular pacing only. The patient was in stable condition.